Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I for one patient. The following results were provided (reference range <20 pg/ml): sid (B)(6), initial troponin result ((B)(6)) = 167.2 pg/ml; repeat result ((B)(6)) = 12.2 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. The lot search review did not identify an increase in complaint activity for the issue. A review of tracking and trending for the alinity I stat high sensitivity troponin-I assay did not identify any trends for the complaint lot and complaint issue. Device history review did not identify any nonconformances, potential nonconformances or deviations associated with the lot 77410ud00 and complaint issue. In-house accuracy testing was completed using panels which mimic patient samples with a retained kit of lot 77410ud00. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed which adequately addresses the current issue. Based on the investigation, no systemic issue or deficiency of the alinity I stat high sensitive troponin-I, lot 77410ud00 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitivity troponin-I for one patient. The following results were provided (reference range <20 pg/ml): sid (B)(6), initial troponin result (B)(6)= 167.2 pg/ml; repeat result (B)(6)= 12.2 pg/ml there was no impact to patient management reported.